Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a poor communications screen on their patient programmer. It was also reported that they were unable to communicate with their recharger (insr). It was reported that the patient last felt stimulation two days ago. Their last successful charge session was about three weeks ago. It was reported that the event occurred on (B)(6) 2017. The patient was redirected to follow-up with their healthcare provider (hcp) to address their poor communication issues with both of their external devices. It was reported that the patient did not have an hcp. They were provided with their implanting hcp contact information. The patient stated that they would follow-up with them. No further complications were reported/anticipated.